Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable."

Event description:
"Apex holder (step 3) didn´t release proximal stent as usual. The apex was not attached to the system, when withdrawing the apex holder nothing happened. It was loose, not tight to the system. Surgeon solved the situation using tweezers pressing the small bulge of step 3 and withdrawing it out. The procedure ended up successfully." Patient outcome: "patient is ok".